Manufacturer narrative:
Patient information added. Correction to report date. Correction of report source.

Manufacturer narrative:
The device history was reviewed and no excursions were found. Proper materials and methods of manufacturing were utilized.

Event description:
During a left atrial appendage closure (laac), the patient developed a pericardial effusuin and cardiac tamponade. A pericardiocenteses was performed. The patient was stable at the end of the procedure.